Event description:
A report was received from the field indicating that an employee was exposed to hydrogen peroxide (h2o2). The incident occurred when the employee went to change the collection box and there was h2o2 on the outside and inside of the box. The event occurred a week earlier, upon reporting service was initiated to evaluate the unit at the account. The reporter indicated that to her knowledge the employee is fine and she does not know which hand had the contact. No medical attention was sought. The initial reporter was reminded that gloves must be worn when removing the collection box from the unit. The frequency of exposure to the sterrad sterilizer is intermittently throughout the workday. The employee was not wearing personal protective equipment. It is unknown, if at the time of the incident, the sterrad sterilization cycle had completed or if the vaporizer plate was in place. The customer was provided with the h2o2 material safety data sheet. Load related information was not provided by the initial reporter.

Manufacturer narrative:
Sterrad nx user's guide warns: do not remove used cassettes from the cassette collection box. Dispose of the sealed cassette collection box according to local waste regulations. Cassettes with unused hydrogen peroxide are hazardous waste as defined by the us environmental protection agency and should be disposed of accordingly. If it is necessary to handle a used cassette, wear chemical resistant latex, pvc (vinyl), or nitrile gloves. Do not touch gloves to face or eyes. (B)(4) extractor assembly, diaphram, and interface board. Capital equipment evaluated at customer's site: the field service engineer found that unit had been turned off. Powered unit performed physical examination of unit, could not find evidence of peroxide leakage. While performing low frequency power supply 2/ leak back test, found vaporizer leak back greater than 500mt/min. Also replaced was the extractor assembly, replaced vaporizer/condenser (burst diaphragm broke while cleaning). Then the system would not accept cassette for correction. Performed calibration/certification to service guide specifications. Ran empty standard cycle. System meets specifications. For the cassette malfunction it was found that the scan engine light was not turning on. Tested the scan engine, it was okay. Found the interface board responsible for failure; was replaced to correct. Calibration/certification performed to service guide specifications. Ran an empty cycle. System meets specifications. Results: other: extractor assembly, diaphragm, and interface board.